Manufacturer narrative:
The complaint investigation for falsely elevated alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. A ticket search by lot indicates the reagent lot is performing as expected for this product. A ticket trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot 74196un23 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity c calcium reagent lot 74196un23.

Event description:
The customer observed falsely elevated alinity c calcium results generated on the alinity c processing module for two patients. The samples were repeated on another instrument which generated lower results. The following data was provided: customer¿s reference range: 8.8 mg/dl to 10.2 mg/dl. (B)(6) 2024 (B)(6) alinity result = 17.8 mg/dl, repeat result on the atlia = 7.97 mg/dl. (B)(6) 2024 (B)(6) alinity result = 23.3 mg/dl, repeat result on the atlia = 7.57 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sid = (B)(6), patient 2 sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c calcium results generated on the alinity c processing module for two patients. The samples were repeated on another instrument which generated lower results. The following data was provided: customer¿s reference range: 8.8 mg/dl to 10.2 mg/dl. (B)(6) 2024 (B)(6) alinity result = 17.8 mg/dl, repeat result on the atlia = 7.97 mg/dl. (B)(6) 2024 (B)(6) alinity result = 23.3 mg/dl, repeat result on the atlia = 7.57 mg/dl. There was no impact to patient management reported.